Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level of 700 mg/dl, and ¿not feeling well¿. Customer was treated with manual injections and boluses via the pump. Additional information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.